Event description:
The medtronic interstims are causing me major back pains where I am not mobile. It hurts to move, walk, sit and bend. Drs keep saying that is not the interstims causing pain but I disagree a lot more pts are complaining and ending up with nerve damage in ther backs. Even shutting them off it still hurts. I created a (B)(6) group and so far have 100 people who are in my same situation. I do not recommend this product. I need an answer. The (B)(6) group is medtronic bladder interstims problems.